Event description:
A malfunction was reported with a code displayed as malf 16, and the fault ID was available. There was no adverse impact to the customer's blood glucose level. As corrective measures, tandem technical support arranged for the replacement of the customer's pump, which was still under warranty. The customer was instructed to return the faulty pump within 10 days using a pre-paid label and to switch to mdi as a backup therapy to ensure insulin delivery continued uninterrupted. The customer confirmed understanding of the storage and shipping instructions provided by technical support.